Manufacturer narrative:
Additional information: no applicable functional testing could be performed due to the condition of the returned device (balloon burst). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint of balloon burst was confirmed, however, no manufacturing non-conformities were identified. Available information suggests that patient factors (calcification around the lvot and stj) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information: evaluation result: the delivery device was returned to edwards lifesciences for evaluation. Preliminary visual evaluation and dimensional evaluation revealed a tear, approximately 2.5 cm longitudinal along the balloon and scratches on the balloon near the site of tear. During dimensional analysis, the single wall thickness was found to be within specification. The investigation is ongoing.

Event description:
As reported by our australian affiliate, the patient underwent transfemoral tavr valve in valve procedure (23mm sapien xt valve into a 23mm freestyle medtronic stentless heart valve) and upon full inflation of the delivery catheter, the balloon burst. The valve was stable and appeared fully expanded despite full inflation not having been held. Per report, a bav had not been performed and the failing bioprosthesis was not heavily calcified. The incident was insignificant to the patient. Additional information provided by CT report indicated the patient had multiple areas of calcification around the lvot and extensive stj calcification.

Manufacturer narrative:
Investigation is ongoing.